Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a broken cable was identified on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. An additional observation not reported was the grip cable was derailed at the distal idler pulley. The pulley did not exhibit any damage. No other damage was visible. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.